Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons are hard to pressed. The customer's blood glucose level was not provided at the time of the incident. Customer stated the battery cap was diminished and insulin pump also received no delivery alarm and the reservoir cap was cracked. The device will not be returned for analysis.